Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient is experiencing low lead impedance. The physician noted programming the device to 0ma then changed the settings back to normal as a form of troubleshooting. After this the low impedance reading was still observed. It was reported that everything else looked normal. There is no report of trauma to generator or lead. Patient had a recent battery replacement and the lead impedance was fine then. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that physician believes issue is due to short circuit problem that will require surgery to replace wiring. The patient has been referred for lead revision surgery. The device has now been disabled. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event or problem - correction - painful stimulation and ambulation issues were inadvertently not included on supplemental #1 MDR. F10. Health effect - clinical code - correction - code e2311; e2302 should have been included in supplemental # 1 MDR.

Event description:
The patient was experiencing painful stimulation along with the low impedance. Patient had to hold the magnet over device. The patient is also experiencing difficulty standing upright and wearing a helmet to prevent injury. The patient's family reports they still feel the generator is shocking the patient. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
The device was not disabled. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Describe event; corrected information; b6. Corrected data; initial MDR inadvertently omitted information known prior to submission.